Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician investigation revealed the device noise level exceeded limits due to improper cleaning and maintenance. Maintenance was conducted and the device returned to customer.

Event description:
Device was returned for service. During service, technician found the device was noisy and needed oil. This is report 1 of 1 for (B)(4).